Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized three times in the past 6 months due to high blood glucose and dka. Customer's blood glucose reading at the time of the last hospitalization was 566 mg/dl. Customer stated that his insulin pump act button was unresponsive and he has to press several times to deliver a bolus. Nothing further was reported.

Manufacturer narrative:
No button response due to flattened dome switch on esc and act button. Unable to perform function test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, missing end cap, chipping graphics panel on keypad overlay and cracked case near display window corners noted during visual inspection.